Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. It was reported that during evaluation at the manufacturer that there was a substance on the rotor which could indicate that the device was leaking. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor and tps flex. The boot and the drive bearing were worn and the motor was damaged.